Event description:
It was reported that the device jammed and would not release a clip. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 2/15/2008. Info anticipated, but unavailable at this time.